Manufacturer narrative:
(B)(4).

Event description:
The pt's wife reported a return of the pt's parkinson's disease (pd) symptoms when she was adjusting his other neurostimulator for treating urinary dysfunction. She checked his pd neurostimulator and discovered that it was turned off. She noted that the pt visited the dentist recently, but no details of any dental procedures were provided. The pt's wife turned the pd neurostimulator back on and saw an improvement in his pd symptoms. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.